Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: opening curved on anterior, crease fold, wear abrasion and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported patient noticed that her right implant looked deflated. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.